Event description:
It was reported that the patient had 4 urinary tract infections by using purewick female external catheter in mid october. Doctor has advised to stop using it. It was unknown what medical intervention was provided for urinary tract infections. Per additional information received via mail on (B)(6)2021 the patient had 5 urinary tract infections for which sought medical treatment at family medical center at lagrange treated by doctors. Samples taken and medication was prescribed. Patient did not have urinary tract infections prior to receipt of the purewick in october. Patient was not having bowel movements while the wicks were in place. Initially stated the patient was only using the product at nighttime, but when the 60-day supply of wicks sent in october was mentioned, patient stated she used the wicks at night 3 times per week (m/w/f). The patient was not reusing wicks and the canister, lid, and hoses were cleaned every day. The doctor recommended the patient to cease use of the purewick since the patient was not able to remain on antibiotics and that the purewick was causing the urinary tract infections.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure mode could be due to the inspection error which leads to unaware effect or the supplier issue which provide poor shell and this leads to skin irritation or dermatitis or minor blistering appearance or skin tears or skin lesions. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the purewick disposable product ifus were found to be adequate based on past reviews. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had 4 urinary tract infections by using purewick female external catheter in mid october. Doctor has advised to stop using it. It was unknown what medical intervention was provided for urinary tract infections. Per additional information received via mail on (B)(6) 2021 the patient had 5 urinary tract infections for which sought medical treatment at family medical center at lagrange treated by doctors. Samples taken and medication was prescribed. Patient did not have urinary tract infections prior to receipt of the purewick in (B)(6). Patient was not having bowel movements while the wicks were in place. Initially stated the patient was only using the product at nighttime, but when the 60-day supply of wicks sent in (B)(6) was mentioned, patient stated she used the wicks at night 3 times per week (m/w/f). The patient was not reusing wicks and the canister, lid, and hoses were cleaned every day. The doctor recommended the patient to cease use of the purewick since the patient was not able to remain on antibiotics and that the purewick was causing the urinary tract infections.